Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, damage to the stent occurred. The lesion was located at the ostium of the 90% stenosed, moderately calcified, proximal circumflex (cx) artery. The physician attempted to place a taxus liberte 3.0x24mm drug eluting stent, but experienced considerable resistance. Upon withdrawal it was noted that the proximal edge of the stent had collapsed towards the tip of the balloon. The procedure was completed with another taxus liberte stent. No patient injuries or complications occurred. Patient status is satisfactory. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.